Manufacturer narrative:
Product analysis #(B)(4): analysis information -- 2025-07-09 09:32:06 cst pli# 10 product ID# 97715 continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type lead h3: analysis found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 23-aug-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 23-aug-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an intellis adaptivestim pain implantable neurostimulator and two lead 977a260 5mm compact 1x8 MRI leads experienced a return of pain, stimulation in the lateral ribs, and no pain relief. X-rays were conducted to assess for lead migration; however, the physician denied lead migration based on imaging results. The issue was ongoing, and a device revision was planned, with the physician indicating an intention to replace the leads and device and to attempt placement of the leads more midline or at a different level. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.